Event description:
Discrepant depressed thyroid stimulating hormone (tsh) results were obtained on patient samples. Patient results were reported to physicians. The account repeated the samples on a new reagent well set on the same instrument and higher results were obtained. The higher results were confirmed on a second dimension vista instrument and corrected result were issued. It is unknown if patient treatment was altered or prescribed on the basis of the discrepant depressed tsh results. There is no indication of adverse impact to patients due to discrepant depressed tsh results.

Manufacturer narrative:
Siemens healthcare diagnostics has determined that dimension vista(r) loci(r) tsh lot 14237aa may produce falsely depressed results ranging from -23% to -96% near the end of the well set due to inadequate reagent volume in a flex(r) well. The potential for clinical impact as a result of this issue is limited to a delay in hypothyroidism investigations. When this issue occurs, it is likely the falsely depressed tsh values will not correlate reciprocally with free or total thyroid hormone values. In cases of monitoring tsh suppression for thyroid cancer, the potential for misinterpretation of a patient's response to thyroid hormone replacement therapy exists. Siemens issued an urgent medical device recall (umdr) communication 15-25 dated april 2015 to customers who had ordered tsh lot 14237aa advising them to discontinue the use of the lot. Siemens offered a no charge replacement with a non-impacted lot of tsh flex reagent cartridges. Siemens recommended a lookback for previously generated results provided the sample was within the specified storage conditions and time and where a tsh value within or below the reference interval did not reciprocally correlate with free or total thyroid values.

Manufacturer narrative:
Original MDR was submitted 04-21-2015.(B)(4)